Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify stuck button alarms due to blank display. Also, received with moisture damage on the motor and force sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received the blank display. The customer¿s blood glucose level was 200 mg/dl. The troubleshooting was performed and the display came on temporary and after some time the display went off. The contact on the battery cap was neither damaged nor corroded and the spring was not damaged. The customer stated that the insulin pump was exposed to the moisture. The device will be returned for the analysis.